Event description:
The patient reportedly experienced ongoing intermittencies followed by a loss of lock between his external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Testing showed that the device was not functioning. The patient's device was explanted and the patient was implanted with another device.